Event description:
During placement of the cypher stent, the balloon of the stent delivery system (sds) would not inflate to pressure higher than 5 atmospheres (atm). A leakage was observed under fluoroscopy. Therefore, the stent was under-dilated and post-dilation was needed to place the stent. The pt is a 69 year old female. The target lesion was distal right coronary artery. The vessel was a restenosis after angioplasty, moderately tortuous and moderately calcified. There was 99% stenosis. It was an emergent case due to an acute myocardial infarction (ami). It is unk as to where the physician made access to the pt. A guidewire (rinato) crossed the target lesion, without difficulty, and ivus was conducted. Pre-dilation was conducted twice with a balloon (apex: 2.5/15mm) at 12 atm. After prepping the device according to the instructions for use, the cypher (3.0/18mm) was delivered to the lesion and pressure was applied to 4 atmospheres (atm), but the cypher would not inflate and contrast medium leakage was observed under fluoroscopy. The physician tried inflating the cypher at high pressure, but pressure could not be applied more than 5atm. The cypher stent was under-dilated but was loose from the balloon at the lesion. At the same time, the delivery system became stuck with the guidewire. So the delivery system, guidewire and guidecatheter (terumo) were removed as one unit, as the balloon was deflated with 50cc syringe. Then post dilation was conducted with two balloons (quantum maverick: 2.5/15mm, 3.0/15mm) and the procedure was safely finished. The contrast to saline ratio was 1:1. There was no reported pt injury.

Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt.